Event description:
The pt developed erythema and blisters at treatment sites and on the hard palate of mouth after treatment with cosmoplast. The physician treated with topical bacitracin, oral keflex and oral benadryl.